Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure a shaft fracture occurred. The customer reported that "while trying to put the device over the wire the shaft fractured at the hypotube portion. This device was not used. The physician pulled a different device and completed the case successfully."

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.